Event description:
It was reported that an intraocular lens (iol) has an opacity and scratch on peripheral of lens, in the 5 o'clock position. The surgeon thinks something is scratching or squishing the lens as it passes through the inserter. The surgeon describes how balanced salt solution (bss) is added immediately before advancing the lens and right before the lens is handed off to the surgeon. The surgeon questioned the time frame the bss should sit before advancing the lens. The lens remains implanted in the left eye. The patient is doing fine. No further information is available.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The lens remains implanted. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further information was provided. The surgeon described the mark on the lens. He reported he would not call the marks scratches, but thinks they look more like stellate fracture lines within the intraocular lens (iol) material. In the photo he provided, they are the dark spots at 5:00 to 6:00 periphery in the iol. They are usually seen in the periphery of the iol where it passed through the right hand side of the inserter. He saw similar findings at the slit lamp with a different patient¿s pupil dilated a few weeks ago, but has not used the slit lamp camera for a while and did not take a photo. He will consider taking a photo if he see's it again in clinic. Other event mentioned has been previously reported under MFR report 3012236936-2022-00682. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in reviewing the initial MDR, it was noticed that the following information was addressed inappropriately in h10; therefore, it is captured in this supplemental report: section d6a: if implanted; give date: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 5/2/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: no iol was received as part of this return therefore, no product evaluation could be performed on the lens. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Inspection of the external assembly revealed that there were no gaps. The handpiece was disassembled and the assembly was inspecting; no assembly issues or foreign materials were identified in the assembly. A photo assessment of the lens in the eye was performed on the cp photo provided by subject matter expert (sme). Customer provided photo shows a pseudophakic eye, with a lens implanted in the posterior chamber (in capsular bag) and claimed to be implanted with a tecnis one-piece iol preloaded in simplicity delivery system model dcb00. It can be observed in the picture a discontinuous line/mark with an approximate overall length of 1 to 1.5 mm and located on the lens periphery at 5:00. The root cause as well as the potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was observed during the photo assessment (complaint issue inclusions was not confirmed); however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.